Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, there were no error/failure was reproduced during long term simulation with test pump and purge. The optical bench was also tested without problem in parameters. Given the testing and data analysis for the console, it was concluded that the system failure optical sensor error was highly likely due to pump not fully connected to blue receptacle to make enough optical connection when the event occurred. However, the root cause was unable to be determined. Before returning this console back to the customer, the optical bench was replaced and a functional check on the console was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. During preparation of the device, prior to backloading on the 00.18inch guidewire, a yellow alarm on the aic informed that the console couldn't detect the optical sensor. The device was replaced with another aic at the customer's site. No report of patient harm or injury.